Event description:
This ra lead was implanted on (B)(6) 2003 and was explanted on (B)(6) 2011 due to the patient was diagnosed with a bacterial infection. It was a local pocket infection of unknown cause. The physician was dr. (B)(6) at (B)(6) university hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).